Manufacturer narrative:
Only the catheter and the trocar were returned. The catheter was patent, however it did not meet the requirements for leak testing due to a tear noted approximately 8 cm from the distal flow holes. It is unknown how or when this damage occurred. The instructions for use that accompany the device cautions that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials, and that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears¿. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient underwent surgery due to cerebral hemorrhage on (B)(6) 2015. Before the surgery, it was reported that a cut was found at approximately 9 cm on the catheter. According to the report, a replacement product was used to complete the surgery and there was no injury to the patient.